Event description:
(B)(4). Since I've had this device my bones have ached to the point where I cannot walk. I've experienced bleeding from day one along with the stabbing pain and the horrible mood swings.